Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified blood contamination in pim. The fse resolved the issue by replacing the pim. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use, the rental cardiosave intra-aortic balloon pump (iabp) had a blood back in the equipment. No patient harm, serious injury or adverse event was reported.